Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture. The device is explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture. The device is explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken. A microscopic analysis was performed which identify a sharp broken on posterior and missing piece of the shell. . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) broken. Missing piece of the shell.

Event description:
Health care professional reported right side rupture. The device is explanted.